Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations of the sample have confirmed the customer's results and it was determined that the sample contains an interferent to the streptavidin present in the ft4 reagent. This limitation is covered in product labeling.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
It was reported that the customer received erroneous results for two samples from the same patient tested for free thyroxine (ft4) on roche analyzers. The results from the roche analyzers were not reported outside of the laboratory. The first sample resulted as 48.73 pmol/l when tested on an e601 analyzer. The sample was repeated on an e411 analyzer and resulted as 23.93 pmol/l. The sample was also repeated on an abbott analyzer in a second laboratory, resulting as 1.14 ng/dl. The 1.14 ng/dl value was reported to the physician. The second sample resulted as 49.12 pmol/l when tested on an e601 analyzer on (B)(6) 2016. The sample was repeated on an e411 analyzer, resulting as 22.16 pmol/l on (B)(6) 2016. The patient was not adversely affected. The serial numbers for the e601 and e411 analyzers were asked for, but not provided.